Manufacturer narrative:
The device is not under a service contract; maintenance and repair is done by the user facility. A log file of the device was not available. The information the local dräger service organisation could obtain is the following: the device had an outdated internal battery. After its replacement the device passed all tests and could be retuned to use. The available information allows no reliable conclusion. However, a reasonable explanation would be the following: the savina checks operation on internal battery periodically to ensure continuous operation for the case of ac mains power fail. With ac connection available, the internal battery is activated from time to time for some 100ms - if the battery is completely worn this will trigger a restart. The ventilation is being continued after the restart with previous settings. Since the restart procedure lasts some seconds only, this would not likely lead to a drop in spo2 of the patient. The fact that the device was found fully complaint to specification after battery replacement is a strong indicator for the validity of this assumption. In that case can be concluded that the device behaved as specified for this error condition. The internal battery has a service interval of two years. It is not known if the hospital follows the manufacturer recommendation laid down in the IFU.

Event description:
Please refer to initial MFR. Report #9611500-2019-00179.

Manufacturer narrative:
The investigation has just started; results will be provided within our follow-up report.

Event description:
It was reported that the device screen suddenly became black and restarted during use on patient. The spo2 of the patient dropped and the blood analysis was abnormal. A breathing bag was then used for ventilation and the device was exchanged. No injury was reported.